Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort and shooting pains in her back due to ipg migration. The patient underwent a revision, during which, the physician elected to replace the ipg. The patient did well postoperatively.